Event description:
Bd vacutainer push button blood collection set 21 gauge butterfly malfunction. The gray piece that attaches to the adapter is not covering the needle when a tube is removed. The blood keeps flowing into the adapter without a tube attached or flowing onto the phlebotomy chair tray. Lot # is 4267462, ref # is 367344.